Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Found sensor with cannula broken in half. Broken missing part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing needle.

Event description:
It was reported that the customer's blood glucose level was 160 mg/dl and her sensor glucose level was 65 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. The difference had also caused the customer's insulin pump to go into threshold suspend. Standard troubleshooting was performed. The customer stated she had received calibration errors from her sensor. The customer was advised to remove the sensor. The customer was sent a replacement sensor. The product is being returned. Nothing further was reported.